Event description:
Information received indicates the head controls are only working intermittently.

Manufacturer narrative:
The technician found the right ucm cable and circuit board were shorted. He replaced the right ucm cable and circuit board to repair the bed.